Event description:
A report was received that the patient had pain at the battery site which was migrated cephalad and overlying in the lower left rib. It was also reported that the patient was experiencing a shocking sensation which was startling, sudden and acute that occurs everywhere in the body. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Sn (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had pain at the battery site which was migrated cephalad and overlying in the lower left rib. It was also reported that the patient was experiencing a shocking sensation which was startling, sudden and acute that occurs everywhere in the body. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
A report was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient had pain at the battery site which was migrated cephalad and overlying in the lower left rib. It was also reported that the patient was experiencing a shocking sensation which was startling, sudden and acute that occurs everywhere in the body. Database analysis revealed no anomalies. The patient will undergo a revision procedure.